Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2022-62055.

Event description:
A nurse reported blue tube (which drained the waste solution out) was cracked and caused the waste solution to ooze out from the product during cataract surgery. The surgery was completed by switching to another new cassette. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A wet gravity fluidics management system (fms) was visually inspected, and no obvious defects were found. No damage or crack was observed on the fittings, tubing, drip chamber and cassette. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).